Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with f94. This condition had the potential to interrupt delivery. This condition was found in the emergency room and occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The assignable cause was an incorrect configuration option setting as a result of a depleted main battery. Should additional information become available, a follow-up medwatch will be submitted.